Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the unit delivers 21% when set at 100%. The customer stated the unit was on a patient during the reported issue but there was no harm or injury.

Manufacturer narrative:
The carefusion factory service department evaluated the suspect device and the reported problem was not duplicated. The unit is working to MFR specifications. The failure analysis laboratory reviewed the analysis and confirmed the findings. No root cause could be determined for the reported issue.